Event description:
The lead reported a high impedance and high frequency artifact on the egms. Physician suspected a conductor fracture at the sense/pace portion of the lead. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.